Manufacturer narrative:
Patient and device code is unable to be selected at this time. Esubmitter support has been notified. Codes will be selected on follow up report. The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the anchor did not come out during deployment, doctor used manual hemostasis. Additional information was received on 9/4/2017: no blood loss. No injury of the vessel or vessel wall besides the regular puncture. The device was easily removed with no components received in patient. Manual compression approx. 20 - 30 minutes. Check with ultrasound was unnecessary and therefore not performed. No hospitalization due to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the provide the codes and the completed investigation. The codes were unable to be selected when initial report was submitted, the codes are now available and have been selected. One each of the following 6f angio-seal vip components was received for evaluation; hemostasis sheath and carrier tube assembly. A blood-like substance was seen on the returned components. The carrier tube assembly had not been inserted into the hemostasis sheath and was returned separately. The bypass tube was still located at the manufactured position. For functional testing, the carrier tube was mated with the hemostasis sheath. The carrier tube assembly was moved into the full forward-lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold as intended. The monofold fully collapsed onto the carrier tube. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, tamper tube, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. No anomalies were noted during deployment. According to angio-seal vip IFU art100041662d(2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. The root cause of the reported event remains unknown. Visual, dimensional and functional testing results could not confirm the complaint. However it is likely to be associated with improper insertion of carrier tube assembly into hemostasis sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.